Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the top portion of the ilet touchscreen became unresponsive, with approximately the upper quarter of the display not registering touch, and a replacement device was arranged while therapy continued on a backup. Symptoms included no clinical effects or changes in blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included remote troubleshooting and verification of device identifiers, followed by shipment of a replacement and request for return of the original device for evaluation. Investigation of this case revealed a suspected touchscreen malfunction consistent with a display or touch sensor issue that impaired user interface input while not affecting insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touchscreen assembly.